Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification k013227.

Event description:
It was reported fracture of the implant collar, requiring its removal. Procedure not completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb11, (implant, tapered screw-vent, 3.7mm collar, sbm, 11.5 mm l) for evaluation. The reported device was returned however, a device malfunction could not be verified. Upon locating the device, this investigation will be reopened and updated accordingly, if necessary. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 63029222. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63029222 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.